Manufacturer narrative:
Age at time of event: the patient is in his 60's.

Event description:
It was reported that shaft break occurred. A 115/10 renegade hi-flo catheter-infusion was selected for use. During the procedure, while taking out the catheter out of the sterile packaging and was attempting to flush the catheter and remove it from the packaging hoop, the catheter came apart in multiple pieces. The catheter was not fully removed from the hoop. There were no damaged found to the shipping box and internal packaged. The procedure was completed with a different device and the patient was not harmed.

Event description:
It was reported that shaft break occurred. A 115/10 renegade hi-flo catheter-infusion was selected for use. During the procedure, while taking out the catheter out of the strerile packaging and was attempting to flush the catheter and remove it from the packaging hoop, the catheter came apart in multiple pieces. The catheter was not fully removed from the hoop. There were no damaged found to the shipping box and internal packaged. The procedure was completed with a different device and the patient was not harmed.

Manufacturer narrative:
A2 - age at time of event: the patient is in his 60's. Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The device was partially in the shipping tube when returned. The device showed damage in the form of stretching and fractures located 3.5cm and 66.5cm from the hub. The shipping hoop was hydrated, and the device was removed. The device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.